Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device was received with tamper seal removed from bottom of case. The device was in good condition with no appearance of physical damage, or missing battery pack from customer. Functional testing was unable to be performed because pump was sent in without battery pack. Root cause was unable to be determined.

Event description:
It was reported that the device was not powering on w/battery, battery pack or cord. No patient injury is reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08723 is no longer considered reportable, please disregard any MDR reports associated with it.